Event description:
It was reported that an alert for lv pacing was noted even though lv pacing was confirmed to be off. There were no adverse consequences to the patient due to this event. No further information is available at this time.